Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pace impedance measurements, the lead was programmed unipolar, there was noise on the electrogram (egm) and the patient experience muscle stimulation. It was noted that the insulation for this rv lead was damaged. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.